Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that following the intraocular lens (iol) implant procedure, patient complained about a visual acuity of 0.4 sc with almost emmetropic refraction even weeks after the surgery. The iol appears well centered in the slit lamp examination even under mydriasis. Clinically, the retina appears unremarkable. A tilt could also be largely excluded by means of transmitted tomography images. The scheimpflug images show a clear gap between the posterior surface of the iol and the posterior capsule, which was the most likely cause. No increased higher-order aberrations (hoas) could be recognized postoperatively as a possible cause for the reduction in visual acuity, doctor therefore considering a yag capsulotomy as a possible next step. Additional information received stating that doctor waiting for the result of the yag capsulotomy that was performed. There was probably no iol defect. Additional information received stating that there were capsular folds and the suspicion of possible posterior viscous inclusions, so that the surgeon wanted to treat these with yag.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that, the patient's daughter called and told that patient was suffering a lot with the lens because of the glare.